Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported on 06-jul-2024 three infusion set came off the skin and inserted on (B)(6) thursday and it came off on sat (B)(6) and inserted another one on sat (B)(6) and came off on sun (B)(6) after gardening outside. The patient also inserted shower and it came off yesterday after showering in morning. The infusion set is used for 2 days and 1 days. No further information available.